Event description:
It was reported that a physician, trained in the use of the prostar device, performed arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the patient had an unspecified "issue" after being treated with a prostar device. There were no reported adverse patient sequelae. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. (Date of event): the date of (B)(6) 2010 is being used as a best date estimate, as the reporter did not provide any date information.